Event description:
It was reported that during implant of the left ventricular lead, a guidewire could not be fully inserted into the leads body. The lead was removed and replaced.

Manufacturer narrative:
(B)(4).